Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had intermittent audio output. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. Charge and boot testing was performed and passed. Manual sound testing was performed and passed. Wiggle testing was performed and passed. Receiver functional testing was performed and passed. The receiver was opened and an internal visual inspection was performed and passed. The receiver log was downloaded and reviewed. The allegation was not confirmed. A probable cause could not be determined. No injury or medical intervention was reported.